Event description:
Pt was hospitalized on (B)(6) 2010 with a blood glucose measurement of > 400 mg/dl. She was treated with an insulin drip and injections and released on (B)(6) 2010. Her personal diabetes manager had a hazard alarm on (B)(6) 2010. The device was successfully reset during a separate call to insulet customer care on that date, however, the pt now believes that because of this error the pdm was not giving correct commands to three consecutive omnipods for boluses. Pt's healthcare provider advised her to have the pdm replaced as he also believes that it was not commanding boluses properly.

Manufacturer narrative:
The returned product was evaluated. The hazard alarm reported by the pt was verified in the download of the device's data log. The root cause of the alarm could not be determined. The blood glucose monitoring function was tested and found to be operating within specifications. The insulin bolus administering function was also operating as intended. No malfunction or other product condition that could have caused or contributed to the pt's high blood glucose was detected. The lot qualification records were reviewed; the lot met all acceptance criteria. The omnipod user's guide emphasizes the importance of frequent blood glucose monitoring to detect issues promptly and respond appropriately. In the case of reading of 250 mg/dl or above, it recommends the user check for ketones and follow healthcare provider guidelines if they are present. If not, the customer is instructed to take a correction bolus as prescribed and check blood glucose again after two hours. If blood glucose levels have not decreased, take a second bolus by injection and retest in another two hours. The pt did not report any blood glucose readings or insulin dosages.